Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump keypad reacts very slowly, sometimes it seems frozen. Also, the keypad button in the middle has a crack on it. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer states the buttons are not responding. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Manufacturer narrative:
The pump passed the self-test. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found cracked keypad dome (middle button). No damage noted to down arrow button. No display ramping noted. No frozen screen observed. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Keypad unresponsive was confirmed during analysis and was due to cracked keypad dome (middle button). No display ramping noted. Frozen screen display not confirmed. Cosmetic damage confirmed at keypad overlay. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.